Event description:
It was reported that patient expired due to multisystem organ failure, septic shock, right middle cerebral artery (mca) stroke and ileus. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available.